Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Unit was downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms were found in history file on event date. No delivery alarms were found on event date on history file. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube, scratched case, cracked battery tube case, pillowing keypad overlay, faded serial number label, and misaligned battery tube. Blank display was confirmed during analysis due to misaligned battery tube. Unable to confirm keypad unresponsive/button error alarm, missing segments/partial display, no delivery/occlusion alarm - unknown timing, rewind anomaly, and prime/fill anomaly due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was facing an issue with unexplained no delivery alarms. Customer stated that rewind was louder and slower, while insulin was squirting out from the infusion set during priming. It was also reported that there was a rainbow effect on the screen and buttons were alarming with an error. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the pump or not. The insulin pump will not be returned for analysis.